Event description:
The user facility reported that during a therapeutic intestinal resection by laparoscopy, the tip of sonosurg probe fell off into pt and was retrieved by unk device. The procedure was completed during an unk device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus (B)(4) for eval. The eval revealed that the hinge on the grasping section of the sonosurg scissors was missing, which caused the grasping section to fall backward. The sonosurg probe was not returned for eval, and oci was informed by the user facility that the broken tip of the sonosurg probe has been discarded following the procedure. The returned portion of the subject device will be forwarded to olympus america, inc. (Oai) for further investigation. The exact cause of the user's experience could not be conclusively determined at this time, if significant and relevant info becomes available later, this report will then be supplemented. This report is being submitted as a medical device report in an abundance of caution.